Manufacturer narrative:
The returned instrument was received in its outer blister covered with the tyvek foil shows the lot information. The returned product shows macroscopic signs of damage, namely that the tube is significant bent. The instrument shows no surgery residues. The returned instrument was visually inspected with the aid of a photomicroscope using various magnifications. The visual inspection showed no abnormalities on the soft tip of the product. The instrument was then functionally tested regarding their aspiration/irrigation properties. No leakage and no blockage could be found throughout the instrument. The level of damage as well as the missing inner blister suggest that the deformation of the tube was caused during the shipping process from the complainant to the investigation site. The customer¿s complaint is confirmed as the returned device is damaged, but the root cause cannot be identified by this investigation. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Non-conformance report provided by originator. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. It cannot be determined how or where the damage to the sample occurred. Therefore, the root cause for the customer's reported event could not be determined. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufactured products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that aspiration failure occurred during surgery. The surgery was performed and completed after replacing the product with another one. Patient harm was not reported.